Manufacturer narrative:
Testing and investigation confirmed during visual inspection that there was evidence of a burn mark, smoke and the insulation sheath on the ac cord was melted. Additional testing found that the black wire was burnt/broken and had no continuity. The probable cause was due to the burnt and broken black wire as a result of an electrical short.

Event description:
The customer contact reported a charred power cord after the device smoked and asserted a beeping alert. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported a charred power cord after the device smoked and asserted a beeping alert. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.